Event description:
The sales consultant reported while restocking the matrix mandible set, it was noted that the tip of the bone reduction forceps had been broken off. It is unknown as to when this occurred.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The left hand tip had broken off. The cutter corresponds to the drawings and processes at the time of manufacture. The hardness was rechecked and found to be conforming at 48,9 hrc. Too much force was applied to the tips causing one to break. Placeholder.